Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00225. It was reported the patient batch (B)(6) was not receiving effective therapy relief. The limited stimulation being delivered could only be felt in the patient's back. An x-ray was taken which revealed lead migration. The lead movement reportedly resulted from a loose anchor connection. Surgical intervention was undertaken to address this issue. The patient's lead was repositioned and the original anchor was replaced. No further patient complications were reported.